Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to a knee replacement and high blood glucose of over 300 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. It was stated that the doctor believes the insulin pump was not delivering insulin properly. The programming time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the test failed. Advised the caller that the customer should discontinue use of the insulin pump and revert back up plan. No further info was provided.